Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint of a broken/loose cable. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of this failure is attributed to a component failure. Additionally, fa found various scratch marks with light material removed on the instrument's main tube. The scratch marks were 0.026¿ - 0.166" in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the cadiere forceps (part#470049-06/lot#n12200127 0036) was performed. Per logs, the cadiere forceps was last used on (B)(6)2020 on system (B)(4). The instrument has 10 maximum allotted uses. The alleged event occurred on the 9th use of the instrument. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because the instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no patient harm or injury, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the cadiere forceps was found to have a loose cable. The procedure was completed with no reported injury.